Manufacturer narrative:
The video investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to the video provided by the customer, a dripping irrigation was observed on the catheter even when flow pressure was observed in the tubing. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter and the irrigation issue did not occur before use on the patient. Irrigation inadequate issue. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 29-may-2025. The suspected device for the reported irrigation issue was the catheter. The irrigation issue did not occur before use on the patient. The smartablate pump was used. No error on the pump. Discovered during reperfusion. Step taken to resolve the irrigation issue was enhancing perfusion. The correct catheter settings were selected on the generator. No issue with the flow rate change at the start of the ablation. This event was originally considered non-reportable, however, bwi became aware on 29-may-2025 that the issue did not occur before use on the patient and have reassessed the event as reportable. The awareness date for this record is 29-may-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter. Irrigation inadequate issue. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. Additional information was received. The irrigation issue did not occur before use on the patient. The device evaluation was completed on 10-jun-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).